Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that during use the guide wire was curved and could not be inserted anymore. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly. The guide wire contained signs of use in the form of biological material on the exterior of the wire. The returned wire contained one kink and had a distorted distal j-tip. The returned guide wire was kinked 89 mm from the distal end. The length and outer diameter of the guide wire were measured and were found to be within specification. The returned guide wire was able to pass through a catheter from lab inventory with a lot of resistance. A manual tug test confirmed both the distal and proximal welds are intact. A device history record (DHR) review was performed with no relevant findings. The IFU provided with this kit warns the user , "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide. The customer report of a kinked guide wire was confirmed by complaint investigation. The wire contained one kink and had a distorted j-tip. No dimensional issues were identified. A DHR review was performed with no relevant findings to suggest a manufacturing related issue. Based on the sample as received and the report that the incident happened during use, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that during use the guide wire was curved and could not be inserted anymore. Another device was used to complete the procedure.